Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels rose above 250 mg/dl while wearing the pod. The personal diabetes manager (pdm) alarmed and the patient was unable to reset the alarm. A manual insulin injection was administered for treatment at the ER and the patient received insulin pens as a backup method for insulin delivery.